Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar high and un manageable 521-600 [hyperglycaemia]. The medication comes out in a stream instead of a steady flow. [Drug delivery system issue]. Sometimes have low blood sugar [hypoglycaemia]. Case description: this serious spontaneous case from the united states was reported by a consumer as "blood sugar high and un manageable 521-600(hyperglycemia)" with an unspecified onset date, "the medication comes out in a stream instead of a steady flow.(drug delivery system issue)" with an unspecified onset date, "sometimes have low blood sugar(hypoglycemia)" with an unspecified onset date, and concerned a female patient, born in 956, who was treated with novopen echo (insulin delivery device) from unknown start date for "diabetes mellitus", tresiba flextouch u100 (insulin degludec 100 iu/ml) solution for injection, 100 iu/ml (dose, frequency & route used - 8 units, subcutaneous) from unknown start date for "diabetes mellitus", fiasp 3ml penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - sliding scale (unk), subcutaneous) from unknown start date for "diabetes mellitus", novolog (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unknown, subcutaneous) from unknown start date for "diabetes mellitus", a non-nn suspect product trulicity (dulaglutide) (dose, frequency & route used - unk, subcutaneous) from unknown start date for "diabetes mellitus. Current condition: diabetes mellitus (type and duration not reported). On an unspecified date, the patient had blood sugar was high and unmanageable of 521-600 (value not reported) and it came down to 291(value not reported) which was still high but not very bad. Patient sometimes also had low blood sugar with brittle diabetes while on suspect products. It was also stated that the medication came out in a stream instead of a steady flow. Batch numbers: novopen echo: requested. Tresiba flextouch u100: k2fm449. Fiasp 3ml penfill: ls6dv68. Novolog: requested. Action taken to tresiba flextouch u100 was not reported. Action taken to fiasp 3ml penfill was not reported. Action taken to novolog was reported as product discont. Not due to ae. Action taken to trulicity was not reported. The outcome for the event "blood sugar high and un manageable 521-600(hyperglycemia)" was not recovered. The outcome for the event "the medication comes out in a stream instead of a steady flow.(drug delivery system issue)" was unknown. The outcome for the event "sometimes have low blood sugar(hypoglycemia)" was unknown.

Event description:
Case description: investigation results: product name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Product name: tresiba flextouch u100 batch number: k2fm449. The product was not returned for examination. Product name: fiasp 3ml penfill batch number: unknown the product was not returned for examination. Product name: novolog batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with following: -investigation results were added for suspect products annex codes b,c,d and g were added for novopen echo narrative updated accordingly. Final manufacturer's comment: 16-sep-2022: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Elderly age of the patient and underlying medical history of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of fiasp penfill, novolog and tresiba flextouch. H3 continued: evaluation summary. Investigation results: product name: novopen echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar high and un manageable 521-600 [hyperglycaemia] the medication comes out in a stream instead of a steady flow [drug delivery system issue] sometimes have low blood sugar [hypoglycaemia] case description: this serious spontaneous case from the united states was reported by a consumer as "blood sugar high and un manageable 521-600(hyperglycemia)" with an unspecified onset date, "sometimes have low blood sugar(hypoglycemia)" with an unspecified onset date, "the medication comes out in a stream instead of a steady flow(drug delivery system issue)" with an unspecified onset date, and concerned a female patient who was born in the year 1956 and was treated with novopen echo (insulin delivery device) from unknown start date for "diabetes mellitus", , tresiba flextouch u100 (insulin degludec 100 iu/ml) from unknown start date for "diabetes mellitus", , fiasp 3ml penfill (insulin aspart) from unknown start date for "diabetes mellitus", , novolog (insulin aspart) from unknown start date for "diabetes mellitus", a non-novo nordisk suspect product trulicity from unknown start date for "diabetes mellitus", historical drug: humalog. On an unspecified date patient's blood glucose was measured and it was 48 to 50 mg/dl when the patient was using 9 units of tresiba. Batch numbers: novopen echo was requested tresiba flextouch u100 was requested fiasp 3ml penfill: ls6dv68 novolog was requested since last submission, the case has been updated with the following: -patient:'s past drug history updated. -lab data updated. -dosage regimen of tresiba flextouch u100 was updated. -narrative updated accordingly.